Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, and patient details. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced "transient hypotony" and "implant exposure or extrusion/conjunctival erosion" in the unknown eye against the xen®45 gts. Treatment for hypotony provided as atropine. 12 days later, device explanted due to exposure.